Event description:
Customer reported fluid leaked from a hole in the tubing. No pt harm or medical intervention occurred. No further pt/event info was reported.

Manufacturer narrative:
(B)(4). This report was filed by the MFR. The affected product has been received and the eval is pending. A follow up report will be submitted once the eval is completed.